Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic inspection revealed two pinholes on the balloon. Functional analysis was performed, the balloon was inflated without a problem; however, there were two pinholes noticed in the proximal section on the body of the balloon, which confirm the reported event of the balloon leaking. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. Based on the available information, it is possible that factors encountered during the procedure, such as the technique used by the physician and/or interaction with the scope causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during a procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that this balloon had two pinholes; therefore, this is now an MDR reportable event.